Event description:
Event description guidant received information that within two weeks of implant, this implantable cardioverter defibrillator (ICD)patient was brought back into the hospital for an invasive procedure to secure a loose set screw.